Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6) 2025, the patient woke up feeling unwell and reported symptoms of nausea, stomach ache, and confusion. A t that time, the patient¿s cgm reading was 370 mg/dl, while the bg meter reading ranged between 400¿500 mg/dl. The patient¿s spouse drove her to the emergency room, arriving around 8:30 am. Upon arrival, blood work was performed. At that point, the cgm reading was 250 mg/dl, and the bg meter reading was 460 mg/dl. The patient was treated with IV saline and IV insulin. She was advised to follow up with her endocrinologist and to closely monitor her blood glucose levels. The patient was discharged home around 3:30 pm the same day and was reported to be in ¿good condition¿ at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.